Event description:
It was reported by a company rep that the metal detached from the wand. No adverse consequences were reported and no add'l anesthesia was required.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.